Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2309) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("diagnosed with hashimoto's"), sjogren's syndrome ("suspected sjogren's syndrome"), pernicious anaemia ("suspected pernicious anemia"), fatigue ("chronic fatigue"), migraine ("migraines"), candida infection ("candida"), chronic gastritis ("atrophic gastritis (suspected of being autoimmune),"), dry eye ("dry eye"), dry mouth ("dry month "), memory impairment ("serious short-term memory problems") and disturbance in attention ("concentration problems") and was found to have epstein-barr virus test positive ("epstein-barrs virus") and vitamin b12 decreased ("low b-12 "). The patient was treated with surgery (essure removal in dec (date and year unspecified)). Essure was removed. At the time of the report, the pelvic pain, autoimmune thyroiditis, sjogren's syndrome, pernicious anaemia, fatigue, migraine, epstein-barr virus test positive, candida infection, chronic gastritis, dry eye, dry mouth, vitamin b12 decreased, memory impairment and disturbance in attention outcome was unknown. The reporter considered autoimmune thyroiditis, candida infection, chronic gastritis, disturbance in attention, dry eye, dry mouth, epstein-barr virus test positive, fatigue, memory impairment, migraine, pelvic pain, pernicious anaemia, sjogren's syndrome and vitamin b12 decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient's social media :mental impairment, disturbance in attention. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("diagnosed with hashimoto's"), sjogren's syndrome ("suspected sjogren's syndrome"), pernicious anaemia ("suspected pernicious anemia"), fatigue ("chronic fatigue"), migraine ("migraines"), candida infection ("candida"), chronic gastritis ("atrophic gastritis (suspected of being autoimmune),"), dry eye ("dry eye"), dry mouth ("dry month "), memory impairment ("serious short-term memory problems") and disturbance in attention ("concentration problems") and was found to have (B)(6) test (B)(6) and vitamin b12 decreased ("low b-12 "). The patient was treated with surgery (essure removal in dec (date and year unspecified)). Essure was removed. At the time of the report, the pelvic pain, autoimmune thyroiditis, sjogren's syndrome, pernicious anaemia, fatigue, migraine, (B)(6) test (B)(6), candida infection, chronic gastritis, dry eye, dry mouth, vitamin b12 decreased, memory impairment and disturbance in attention outcome was unknown. The reporter considered autoimmune thyroiditis, candida infection, chronic gastritis, disturbance in attention, dry eye, dry mouth, (B)(6) test (B)(6), fatigue, memory impairment, migraine, pelvic pain, pernicious anaemia, sjogren's syndrome and vitamin b12 decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient's social media :mental impairment, disturbance in attention. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Case upgraded to serious incident. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.